Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of up to 1200 ohms. There was no noise observed. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information received indicates that the patient went to the emergency room (ER) due to a syncopal episode. It was noted that the device exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and noted that there was intermittent farfield oversensing of ventricular signals on the atrial channel. Additionally, the device exhibited high within range impedance on the rv channel. It was noted that the patient also experienced an asystole. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of up to 1200 ohms. There was no noise observed. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information received indicates that the patient went to the emergency room (ER) due to a syncopal episode. It was noted that the device exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and noted that there was intermittent farfield oversensing of ventricular signals on the atrial channel. Additionally, the device exhibited high within range impedance on the rv channel. It was noted that the patient also experienced an asystole. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of up to 1200 ohms. There was no noise observed. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.